Event description:
It was reported by service report that the side rails could not remain latched and the side rail handle was damaged, exposing sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Side rail latch handle.